Event description:
It was reported the patient ((B)(6)) experienced a daily interruption in stimulation. The issue lasts momentarily; however, each time therapy resumes, the patient reported feeling overstimulation. It is suspected this issue correlates with the daily battery check of the ipg which is a expected and intended function of the device. Surgical intervention was undertaken to replace the patient's ipg. No further issues have been reported following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.